Event description:
It was reported by the service center that the ventilator stopped operating with an audible alarm and displayed hw faults many times while connected to the pt. No reported harm to the pt.